Manufacturer narrative:
Corrections: d10 should have been included in previous report. G4 the awareness date should have been 10 nov 2020 rather than 02 nov 2020 in the previous report h10 this statement should have been included in previous report: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the infection had been treated and the patient had recovered.

Manufacturer narrative:
Previous supplemental reports incorrectly submitted with "pending analysis" codes. Correct analysis and analysis codes for this product is available in the initial report.

Manufacturer narrative:
Further information was requested but not received. The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Event description:
It was reported that a patient presented in hospital with a fever following a pacemaker system implant on (B)(6) 2020. Antibiotics were given but were not effective. The pacemaker system was explanted and removed. The patient was unstable. Related manufacturer reference number: 2017865-2020-17366, related manufacturer reference number: 2017865-2020-17367, related manufacturer reference number: 2017865-2020-17368.